Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update - 04/28/2016 supplemental information received. Litigation alleges that patient underwent a revision to address pain, discomfort, shedding of metal debris, metallosis, tissue damage and elevated metal ions. Stem added to the complaint. Cup and head exp. Dates updated. Sleeve lot number, mfg. And exp. Date corrected. Complaint returned to investigation phase. The complaint was updated on: 05/11/2016 .

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient underwent a revision to address pain, discomfort, shedding of metal debris, metallosis, tissue damage and elevated metal ions.